Manufacturer narrative:
The product was returned to biosense webster inc. (Bwi) for evaluation. Bwi conducted a visual inspection and functional test of the returned device. Visual analysis showed that the brim cap and the hemostatic valve were found in good condition. However, bents were observed on the returned vessel dilator and 2 bents in the vizigo¿ sheath. The dilator was not found broken, just bent with kinks. The functional test was performed, in accordance with bwi procedures. The vessel dilator and stsf catheter were introduced into the vizigo¿ sheath and some resistance was felt during the testing. The vessel dilator outer diameter (od) was measured, and it was within specifications. The issue reported by the customer was confirmed. This product issue will be addressed through bwi¿s quality system. An internal corrective action has been opened to investigate the issue. A device history record review was performed for the finished device 50000022 number, and no internal actions related to the complaint were found during the review. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a dilator broken issue occurred. It was reported that the dilatator did not fit into the sheath. It would go in about 80% and then get stuck. Eventually, the dilatator broke at the end. It was not reported if there was physical damage on sheath. It was also not reported if there was an occlusion when irrigating the sheath. It is unknown if the sheath was either narrowed, partially blocked, or completely blocked. The dilator broke at the end. No photos were available. There were no patient consequences. The obstructed sheath issue was assessed as not MDR reportable. The dilator broken issue was assessed as a MDR reportable product malfunction.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4). During an internal review on 29-jun-2022, a correction was noted on the investigation findings. The h 6. Investigation findings code of ¿material and/or chemical problem identified (c06)¿ was removed and a new code of ¿incompatible component/ accessory (c0402)¿ was added. The h 6. Investigation conclusions code of ¿cause linked to device but unable to trace more specifically (d1501)¿ was added.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4) during an internal review on 12-oct-2022, a correction was noted on the investigation findings. The h 6. Investigation conclusions code of ¿cause linked to device but unable to trace more specifically (d1501)¿ was removed. The h6. Investigation conclusions code of ¿cause traced to device design (d01)¿ was added.